Event description:
Due to weight loss, a patient with an implanted evoke spinal cord stimulation (scs) system reported pocket site discomfort. A pocket revision of the closed loop stimulator (cls) was performed. Following the procedure, the patient reported to be receiving adequate therapy.